Event description:
Literature was reviewed regarding a patient with a severely calcified bicuspid aortic valve who underwent transcatheter aortic valve implantation with a medtronic 26 mm evolut pro+ valve. In the account of the procedure, the authors noted that a balloon aortic valvuloplasty was performed just before the valve was successfully implanted under the guidance of a 4-f pigtail catheter placed in the non-coronary cusp (ncc). However, after valve implant, the pigtail catheter had become jailed between the ncc and the evolut pro+. To address the issue, the authors inserted a guidewire in the pigtail catheter and then pulled to remove it from the ncc, but then the evolut pro+ embolized completely out of the patient¿s aortic valve. As written in the article, this suggested a ¿sledding phenomenon triggered by the pigtail catheter removal.¿ consequently, a second evolut pro+ valve was implanted without issues. No adverse patient effects were mentioned as having occurred in relation to the valve embolization.

Manufacturer narrative:
Citation: shimura t, yamamoto m, matsuo h. Self-expandable transcatheter heart valve embolization caused by sledding phenomenon with a pigtail catheter. Jacc cardiovasc interv. 2023;16(21):2682-2684. Doi:10.1016/j.jcin.2023.08.007 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated information: d4 and h4. A search of the medtronic global complaint handling database with the provided device serial number found a previous (non-literature) complaint record for these observations. Please reference MDR number 2025587-2022-02874 (initial and three follow-ups) for further information pertaining to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.